Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc could not determine the root cause conclusively. According to the investigation, omsc assumed that the reported event was caused by the defect of the power supply unit for a main xenon lamp due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation of the device confirmed the following: defect of power supply unit was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the device did not ignite, and spare lamp worked. There was no report of patient injury associated with this event.